Event description:
The patient was initially implanted with an afx2 bifurcated stent graft and a gore excluder (non-endologix) aortic extension to treat an abdominal aortic aneurysm (aaa). This initial procedure is outside the indications of use (off-label) due to the use of adjunctive devices not compatible with afx system per the IFU. Approximately fifteen (15) months post initial procedure during evaluation of past follow up imaging the aneurysm was found have enlarged from 66x60mm at the time of implant to 74.5x68mm currently. The patient is currently being monitored while an intervention is being discussed. An internal clinical assessment determined that there was evidence to reasonably suggest a type 2 endoleak of the lumbar arteries occurred that was not included in the event as reported. The type 2 endoleak was discovered during review of the 34-month post implant CT scan. An angiogram was recently performed; however, there was no apparent endoleak observed. The physician elected to not perform any further intervention at this time. This event was previously reported under MDR # 2031527-2022-00268. During this exam, it was confirmed that a part of the catheter was left inside the patient's body from between the afx bifurcation to the femoral artery. This is most likely from the initial procedure. Imaging was not made available to endologix to confirm this. An open repair surgery is scheduled on an unknown date in (B)(6) 2023. Additional information: the open surgical procedure was performed on (B)(6) 2023. During this procedure, the foreign material that was previously observed was determined to be the afx main body red cover and not part of the catheter. It was explanted during the open surgery; however, it was discarded at the hospital. According to the physician, there was no deployment difficulty or resistance during the initial intervention. The procedure was successfully completed, and the patient was reported as stable. Additional imaging was received and confirmed there was an explant of both the red main body cover and the afx2 system.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed. The detached component was not returned to endologix for evaluation because it was discarded. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows that the delivery system, detachment of component (red cover), with additional surgical procedure is confirmed. This is consistent with the reported adverse event/incident. Since the red cover of the main body delivery system is not radiopaque it would not be visible on CT scan. The neck diameter was 17.3mm (should be 18-32mm) - off label. It is unclear if this contributed to the reported event. Device, user, procedure or anatomy relatedness of this complaint could not be determined. Procedure related harms for this complaint could not be determined. The final patient status was reported to be stable. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents.

Event description:
The patient was initially implanted with an afx2 bifurcated stent graft and a gore excluder (non-endologix) aortic extension to treat an abdominal aortic aneurysm (aaa). This initial procedure is outside the indications of use (off-label) due to the use of adjunctive devices not compatible with afx system per the IFU. Approximately fifteen (15) months post initial procedure during evaluation of past follow up imaging the aneurysm was found have enlarged from 66x60mm at the time of implant to 74.5x68mm currently. The patient is currently being monitored while an intervention is being discussed. An internal clinical assessment determined that there was evidence to reasonably suggest a type 2 endoleak of the lumbar arteries occurred that was not included in the event as reported. The type 2 endoleak was discovered during review of the 34-month post implant CT scan. An angiogram was recently performed; however, there was no apparent endoleak observed. The physician elected to not perform any further intervention at this time. This event was previously reported under MDR # 2031527-2022-00268.during this exam, it was confirmed that a part of the catheter was left inside the patient's body from between the afx bifurcation to the femoral artery. This is most likely from the initial procedure. Imaging was not made available to endologix to confirm this. An open repair surgery is scheduled on an unknown date in (B)(6) 2023.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as the delivery system was discarded at the time of implant. A request will be made by the distributor for the portion of the reported detached catheter when it is explanted. Patient medical records and imaging studies were requested for further evaluation by the clinical specialist; however, these were denied. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx2. Device remains implanted.

Event description:
The patient was initially implanted with an afx2 bifurcated stent graft and a gore excluder (non-endologix) aortic extension to treat an abdominal aortic aneurysm (aaa). This initial procedure is outside the indications of use (off-label) due to the use of adjunctive devices not compatible with afx system per the IFU. Approximately fifteen (15) months post initial procedure during evaluation of past follow up imaging the aneurysm was found have enlarged from 66x60mm at the time of implant to 74.5x68mm currently. The patient is currently being monitored while an intervention is being discussed. An internal clinical assessment determined that there was evidence to reasonably suggest a type 2 endoleak of the lumbar arteries occurred that was not included in the event as reported. The type 2 endoleak was discovered during review of the 34-month post implant CT scan. An angiogram was recently performed; however, there was no apparent endoleak observed. The physician elected to not perform any further intervention at this time. This event was previously reported under MDR # 2031527-2022-00268. During this exam, it was confirmed that a part of the catheter was left inside the patient's body from between the afx bifurcation to the femoral artery. This is most likely from the initial procedure. Imaging was not made available to endologix to confirm this. An open repair surgery is scheduled on an unknown date in february 2023. Additional information: the open surgical procedure was performed on 08 february 2023. During this procedure, the foreign material that was previously observed was determined to be the afx main body red cover and not part of the catheter. It was explanted during the open surgery; however, it was discarded at the hospital. According to the physician, there was no deployment difficulty or resistance during the initial intervention. The procedure was successfully completed, and the patient was reported as stable.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed. The detached component was not returned to endologix for evaluation because it was discarded. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows that the delivery system, detachment of component (red cover), with additional surgical procedure is confirmed. This is consistent with the reported adverse event/incident. Since the red cover of the main body delivery system is not radiopaque it would not be visible on CT scan. The neck diameter was 17.3mm (should be 18-32mm) - off label. It is unclear if this contributed to the reported event. Device, user, procedure or anatomy relatedness of this complaint could not be determined. Procedure related harms for this complaint could not be determined. The final patient status was reported to be stable. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx2. Corrections: b1: adverse event\product problem has been updated. B2: outcomes attributed to adverse events has been updated. B5: describe event or problem has been updated. G3: awareness date has been updated. H1: type of reportable event has been updated. H6: health effect - impact code: remove code 4614. H6: investigation finding codes: remove code 3233. H6: investigation conclusion codes: remove code 11.